Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no evidence of physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and attached cassette to device were performed. The customer's concern regarding latch error was duplicated. According to the investigation, the pump alarmed when the latch was closed as confirmed in the pump ehl. However, the pump's downstream and upstream sensors were within normal ranges. The investigation reported that the pump latch lock sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with a latch error. There was no patient present at the time of the event. There were no reported adverse events.